Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the foreign material found on the device. It was reported that during preparation of the steerable guide catheter (sgc), a blue-ish colored long gauze-like thread was noted on the distal end of the sgc. It was unable to be determined if the foreign material came with the sgc or if it attached after the sgc was opened. The device was not used and there was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information provided, a definitive cause for the reported foreign material present on device (gauze-like thread) cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.